Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was on (B)(6) 2016 hospitalized for low blood glucose of 29 mg/dl. Customer treated with orange juice and candy glucose tablets. Customer stated his daughter was there and attempting to treat him but then the customer was admitted to the hospital as customer was nauseas, vomiting, had low blood glucose, and fell on the floor. Customer was wearing the device at the time of the hospitalization. Customer stated the last set change was (B)(6) 2016 and changes every morning. Customer declined troubleshooting and needed assistance for his order. Customer is not returning the device for analysis.